Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. Conclusion: an absolute root cause for this incident cannot be determined. Refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in started leaking during draw from the patient where the tubing meets the cannula which attaches to the needle. The draw was slow and there was blood dripping from the area where the tubing meets the luer adapter. Happened again with a 2nd butterfly and the rest were pulled out of stock. There was no injury or medical intervention reported.